Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, visual analysis showed the device was received with the capsule partially open and the handle components detached from the dcs. The tabs were observed detached from the male deployment knob component. The device was returned with the end cap/screw gear snap fit connected. On attempted retraction of the capsule via the rotation of the deployment knob, the capsule would not retract. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The subject device was returned for analysis and gross visual evaluation confirmed the tabs were detached from the male deployment knob component. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve was misloaded. Procedural angiographic images were submitted to medtronic for review. The cine films confirmed a good valve load inspection. The images confirmed the valve was repositioned twice due to depth. The reported blood flow occlusion for 30 seconds could not be confirmed on the provided images; an assignable root cause could not be determined. The cine films confirmed the partially deployed valve was pulled back to the aortic arch, recaptured, and removed from the body. The cine films could not confirm or deny the reason for pulling the valve back and recapturing. The cine did not confirm the handle separated, as there are no films to confirm this. Typically, an actuator separation will prevent loading and/or deployment through normal use. Various factors can affect valve positioning, such as patient anatomy or physician experience; however, the cause of the suboptimal placement could not be determined. It was reported the valve was recaptured in order to reposition the valve. This is a feature of the device that allows for additional attempts at accurately positioning the valve. It was reported during the third attempt at deploying the valve, the actuator handle separated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of a 34mm transcatheter bioprosthetic valve, with this delivery catheter system (dcs), the valve was partially recaptured twice due to deep positioning. At 50% deployment the handle separated. The device was occluding bloodflow for 30 seconds as the valve could not be deployed or recaptured. The valve was pulled upward to the aortic arch and blood flow returned. The handle was put back together and the valve was recaptured. The device was withdrawn from the body. A misload was suspected as one of valve paddles was not seated correctly in the pocket. Subsequently, a non-medtronic valve was implanted. No adverse patient effects were reported.